Event description:
Patient was in office to have a tb test started. Once antigen was administered, the lpn administering the antigen accidentally stuck herself with the dirty needle while trying to recap it as she states the vanishpoint mechanism malfunctioned and the needle never retracted up into the syringe and the needle bent so when she went to recap it the needle never went back into the cap as intended.